Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2014 with the following findings: a review of the pump¿s black box history showed that call service alarms were recorded. During testing, the pump emitted a call service alarm upon start-up. A component on the printed circuit board was found to be defective. The defective component was replaced and the pump was able to be power on and with no alarms occurring. The pump was able to be exercised after replacement of the defective component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).